Event description:
It was reported that while measuring for the screw length, the tip of the guide rod broke in the patient. The piece was retrieved with a five minute delay. There was no known impact or consequences to the patient. No further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.